Event description:
The issue reported was that the current system's touchscreen was often unresponsive, requiring multiple presses by the patient. Customer declined follow up from tandem technical support. There was no reported adverse impact. No additional information was provided.